Event description:
The medical staff was using a tunneled probe and suddenly the value on the licox started to run up and down below 9-35 mmhg. The value on the bedside monitor showed a meddle value of 21 mmhg with a strange curve. They closed the licox of and put it on again and the same thing happened again. After the issue, the medical staff put the patient to an old pmo box and the value became constant. They tested the licox after with just the probe and it seemed to be ok. Additional information has been requested. Linked to mfg. Report number: 3006697299-2017-00082.

Manufacturer narrative:
Integra has completed their internal investigation on june 22, 2017. Results: no product was returned for investigation and no additional information nor traceability information was received, the complaint is unverifiable. DHR review; no device catalogue number nor traceability is available. No DHR review could be performed. Complaints history; a review of integra complaint tracking database for any licox probe showed no similar complaint. Conclusion: no product was returned for investigation and no additional information nor traceability information was received, the complaint is unverifiable. From the available information, the most likely causes for such moving values is linked to the monitor since when changing the monitor, the situation returned to normal. No further investigation nor corrective action is deemed required.

Manufacturer narrative:
Additional information received on 07aug2017: the lot number of probe was not available. The serial number of the monitor is (B)(4). The consequences for the patient was reported as they couldn't measure the pbo2 and they needed to put in a new probe which caused a delay. No information available regarding the patient's age, gender, underlying medical condition. It was reported that the customer can not send the monitor back for evaluation because they can¿t be without it and they were convinced the problems were caused by wrong insertion of the bolt; the head doctor has confirmed it to the distributor. The distributor has organized an education for the customer during a lunch meeting in (B)(6). As for the probe, it was not saved to be evaluated.